Manufacturer narrative:
The product is anticipated to return and a follow-up report will be sent once the investigation has been completed.

Event description:
Procedure: laparoscopic cholecystectomy. Rep was not present. Took details and feedback from surgeon post case. Surgeon went to place clip around cystic duct of gallbladder, however the clips were misfiring and were not clipping straight, clip arms were closing on an angle, resulting in the clip arms overlapping. Additional information received via e-mail from applied medical territory manager on 06feb2020: can we clarify the nature of the ¿misfiring¿? Does ¿misfiring¿ refer to the clip legs overlapping? The misfiring in this cer was referring to the clip legs overlapping and not clipping straight. Are any pictures of the clips available? Unfortunately no, there are no pictures of the clips, all clips were thrown out before we could retrieve them. Patient status: patient is fine, and completely unaffected.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit and all clips loaded and closed properly. As a result, the complainant¿s experience of a scissored clip could not replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level..

Event description:
Procedure: laparoscopic cholecystectomy. Rep was not present. Took details and feedback from surgeon post case. Surgeon went to place clip around cystic duct of gallbladder, however the clips were misfiring and were not clipping straight, clip arms were closing on an angle, resulting in the clip arms overlapping. Additional information received via e-mail from territory manager on 06feb2020: can we clarify the nature of the ¿misfiring¿? Does ¿misfiring¿ refer to the clip legs overlapping? The misfiring in this cer was referring to the clip legs overlapping and not clipping straight. Are any pictures of the clips available? Unfortunately no, there are no pictures of the clips, all clips were thrown out before we could retrieve them. Additional information received via email from territory manager on 13.02.2020: competitor device were used to fully ligate the cystic duct. Patient status: patient is fine, and completely unaffected. Intervention: no information.